Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient found her infusion device had shut down and did not first display the w2 (battery low) or e2 (battery empty) message. She stated the device was consuming batteries too quickly and she had experienced elevated blood glucose levels as a result. No adverse event was reported. The infusion device was requested to be returned for product evaluation.